Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify motor error alarm due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on down. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer's blood glucose level was unknown at the time of incident. The customer stated that the arrows buttons are not responsive. Customer was advised to stop using the insulin pump and refer to backup plan. The insulin pump will be returned for analysis.